Event description:
Emergency medical technicians responded to a person described as down for a long time and cold to the touch. The device was connected to the deceased for confirmation of death under the medical director's orders, but according to the rptr, when the "analyze" butoon was pressed, the device advised a shock and began to charge. The charge was removed and no adverse affects were reported as a result of the alleged malfunction.